Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: prior to retrieval twenty days after placement a celect platinum filter was found tilted and attached to the wall ((B)(4), FDA ref# 3002808486-2023-00242). During retrieval attempts the filter fell into right atrium and was successfully removed by thoraco scopic procedure. The filter was not returned and no imaging could be obtained. Therefore, based on the information provided only the exact reason for the filter to tilt cannot be determined. Filter tilt has been reported. Potential causes may include filter placement in inferior vena cava (ivcs) with diameters smaller or larger than those specified in these IFU: improper deployment, manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. There are adequate controls in place to ensure that the device is manufactured to specifications. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Description of event according to initial reporter: a filter was implanted in the patient due to deep vein thrombosis. 20 days later, the filter was removed with a the filter retrieval set gtrs. However, the filter fell into the patient's right atrium during removal. Finally, it was removed by thoracoscopic procedure. The customer reported that the vena cava filter was found in the inferior vena cava, and the filter was tilted and attached to the wall. It could not be determined whether the filter recovery hook was embedded in the vessel wall. After repeated attempts to use the gtrs recovery loop to remove the hook on the top of the filter were unsuccessful, a decision was made to use the wire guide loop technique. The gtrs recovery loop was deployed in the vena cava to remove the hook on the top of the filter, but several attempts failed. (B)(4) (this complaint) was opened for the filter tilt. Patient outcome: the patient was referred to cardiothoracic surgery for thoracoscopic removal of the filter. The patient showed no obvious discomfort after removing the filter and was kept in the hospital for observation for a period of time before being discharged. The patient required additional procedure due to this occurrence.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k): k211875. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.